Event description:
Consumer called to report their blood sugar this am was very high. Dosed themselves accordingly; later felt shaky and sweaty, retested and reading was still high. Was taken to the ER with symptoms of hypoglycemia. Tested in the ER at 55.